Event description:
Procedure: laparoscopic inguinal hernia. According to the reporter: the surgeon pumped the balloon 40 times as he does every other procedure and the balloon burst while in the patient. There was no tissue damage and no patient injury reported.

Manufacturer narrative:
Date initial report sent: 12/30/2008.